Event description:
This patient experienced restenosis 4 months after stent placement. This patient presented to cath with unstable angina (iib), an unprotected left main and 1-vessel disease. Pre-procedure medications included plavix, aspirin, statins, beta-blockers and anti-anginals. Pci was performed on a de novo lesion in the 1st obtuse marginal (om) of 20 mm in length in a 2.25mm vessel diameter. The (b2) concentric lesion also had little to no calcification. Direct stenting was performed with a 2.25x18mm cypher stent at 14atm with satisfying results. Timi iii flows were recorded pre and post-procedure. Post-procedure medications included plavix, aspirin, statins, beta-blockers and anti-anginals. There were no procedure complications. The patient was discharged two days after the procedure.